Event description:
It was reported that a patient presented with inappropriate shock noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.

Event description:
New information received notes that the device was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.

Event description:
New information received notes that the device was at elective replacement indicator at the time of explant.

Manufacturer narrative:
The reported complaint of inadequate shock was not confirmed. The device was received at eri range of operation. Analysis of device image was performed and no anomalies were noted. Further electrical testing was performed, including high voltage shock test, indicating normal device performance. Longevity assessment found the device was operating at the elective replacement indicator (eri) voltage consistent with normal usage.